Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gabalon at a dose of 77 mcg/day via an implantable infusion pump for cervical spine injury. It was reported that on (B)(6) 2020 the patient experienced delirium. The pump had just been implanted on (B)(6) 2020. It was noted that a roller examination and contrast examination were performed right away because there was a possibility of withdrawal symptoms, and it was confirmed the pump system had no problem. The attending physician's assessment was that the delirium was considered to have resulted from postoperative stress because there was no problem with the pump and the catheter. The outcome of the adverse event was unrecovered. The classification of the severity of the event was indicated to be not serious. No further complications were reported.

Event description:
Additional information was received on 2020-oct-27. It was reported that on (B)(6) 2020 it was confirmed that delirium continued but the patient was discharged on the same day. Then on (B)(6) 2020 it was confirmed that the delirium disappeared and healed at the outpatient visit. The attending physician's assessment noted that no change in the gabalon dose was done after the confirmation of delirium. The event was recovered. It was related that the patient was first implanted with an infusion system on (B)(6) 2014 and the pump was replaced on (B)(6) 2020 . Additional information about the patient's past history included basilar impression and constipation. The patient's concomitant medications included magmitt (250) 2t / min 2 after morning and evening.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.